Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump act button was hard to press. The customer's blood glucose value was 130 mg/dl. The customer also reported that insulin pump buttons were hard to press by design so she did not accidentally bolus herself. The customer was also reported that the insulin pump had unexpected restart. The customer was assisted with troubleshooting for alarm. The customer was reported that they were able to clear the alarm and able to complete rewind the insulin pump. The insulin pump will not be returned for analysis.